Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient reported that he was working on his car radio and was shocked. Technical services reviewed data and found there was noise that was being oversensed which resulted in one inappropriate shock. The start of the episode, signal is small and wide with qrs to t-wave ratio 1:1. Once the noise started to be oversensed, the device transitioned to faster rate profile and because of oversensing, detection and charge criteria were met. Shock returns rhythm to something more similar to qrs in the presenting. The patient will be brought into the clinic to be further evaluated. At this time, the system remains in service. No adverse patient effects were reported.